Event description:
It was reported that the patient was implanted with an interstim ii system. At the end of the procedure with the patient still under anesthesia the impedances were checked using an n´vision programmer. The measurement showed all impedances above 4,000 ohms, except configuration c <(>&<)> 0, which showed normal impedance. The neurostimulator was disconnected and the tined lead was cleaned again (first wet, then dry), reconnected, and checked again. Impedances were measured above 4,000 ohms on all pairs with electrode #0. The neurostimulator was disconnected and a new neurostimulator was used. For subsequent events, see MFR. Rep. # 3004209178-2012-00082.

Manufacturer narrative:
Programmer: model 3037, serial# (B)(4). Lead: model 3093-28, lot# 0205117346, implanted: (B)(6) 2011, explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.